Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Results revealed that there were no anomalies found.

Event description:
It was reported that the physician elected to replace the device due to early battery depletion. No patient complications have been reported as a result of this event.